Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump, and caller was unsure how damage occurred but believed it resulted from normal wear and tear; pump was no longer watertight but had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if necessary, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, instructed customer to let battery fully deplete before returning damaged pump within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.